Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) is to analyze the data. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) is to analyze the data. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that technical services (ts) analyzed the data from this device. Data analysis identified potential high impedance within the battery. Ts recommended continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. No adverse patient effects were reported. As of today, this device remains in service.